Event description:
User received erroneous vancomycin results for five pt samples which were released, requiring them to repeat these samples on another c501 module at the customer site. The following two pt examples were determined to be discrepant: sample 1, initial result gave 42.5; repeat gave 31.6 ug per ml. Sample 2, initial result gave 34.8; repeat gave 22.2 ug per ml. User stated she cannot say for sure that this is what occurred, but based on the initial results reported which were falsely high, the pt's dosage would have been decreased. Additionally, the user did not believe there were any adverse effects to any of the pts because she would have heard about it. User stated she could not verify any of the pt's current conditions or any other pt info. The user changed reagent cassettes, which resolved the issue improving the performance of the assay.